Event description:
Boston scientific received information that the patient implanted with this lead suffered from twiddler's syndrome. As a result, the right ventricular (rv) lead had become dislodged. An invasive revision procedure was performed, and the rv lead was removed. Upon removal, tissue was observed in the helix of the screw, therefore, the physician elected to replace the lead. No further complication was reported.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the device found it was returned without the anterior and posterior cuffs, posterior needle tip, link and suture. Blow through marks were present on the posterior foot, indicating the posterior cuff had been properly ejected from the posterior foot. There was no detected damage to the device handle or plunger/needle assemblies. Further examination indicated that an anterior cuff miss occurred confirming the reported experience. Because the anterior cuff did not engage the anterior needle during needle deployment, the suture could not be retrieved when retracting the needle plunger as designed. The device was tested for proper needle trajectory, push mandrel travel, and needle depth by inserting the returned plunger/needle assembly into the handle assembly. The insertion was successful with both needles entering their respective foot pocket and the tested parameters were met, indicated proper needle deployment. Possible causes for the cuff miss are needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger, or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. The patient was reported to have a history of peripheral vascular decease and is obese, both of which may have played a role in the procedure. The needle trajectory of every device is check twice during manufacturing. No manufacturing or quality issues were detected. Based on the investigation findings, the root cause for the reported event is related to the operational context in which the device was used. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.